Event description:
It was reported that the tip of the steinman pin was fractured during an initial procedure and was retained by the patient. This was confirmed via xray. The surgeon decided to leave the fragment. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: medwatch filed by hospital: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.